Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 3.0x20mm quantum maverick balloon to the lesion and it ruptured on the second inflation. There were no pt complications. The procedure was successfully completed with another 3.0x20mm quantum maverick balloon. Pt status is reported as "good". Add'l info was requested, but unavailable to obtained.